Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The clips were scissoring during the firing of the device. The case was completed using the same device. There was no consequence to pt.